Manufacturer narrative:
E1: facility name: (B)(6). H3/h6: one device was received for evaluation. Visual inspection found the device to be in good condition. Review of the event history log and functional testing was able to duplicate the reported issue. It was determined that the faulty downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was beeping continuously after self-test. It seemed to have a downstream sensor issue and had failed air-in line sensor test. The event occurred during bench test, there was no patient involvement.